Event description:
It was reported that during a vena cava filter placement procedure, the catheter of deployment system had allegedly broke off. It was further reported that the filter did not open and about one centimeter of the deployment catheter allegedly got stuck inside the patient's inferior vena cava. Reportedly, snare retrieval kits were used to remove the undeployed filter. Evidently, the patient allegedly had prolonged bleeding. Apparently, the filter was snared out and the procedure was completed using another device. The patient is reported to be stable now.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos and images were provided for review. The investigation of the reported event is currently underway. H10: g3. H11: b5, d4 (unique identifier (UDI) #), h1, h6 (patient, method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, photos and images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 08/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a filter placement procedure, the catheter of deployment system allegedly broke off. It was further reported that filter did not open and allegedly got stuck in patient. Reportedly, snare retinal kits were used to remove undeployed filter. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a vena cava filter placement procedure, the catheter of deployment system had allegedly broke off. It was further reported that the filter did not open and about one centimeter of the deployment catheter allegedly got stuck inside the patient's inferior vena cava. Reportedly, snare retrieval kits were used to remove the undeployed filter. Evidently, the patient allegedly had prolonged bleeding. Apparently, the filter was snared out and the procedure was completed using another device. The patient is reported to be stable now.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: three single-frame fluoroscopic images were provided and reviewed. The chronologic sequence of these three images is indeterminate. The first image depicts a wire introduced from the jugular vein to the vena cava. The device is un-opened, lying in the right iliac vein. There appears to be a segment of delivery sheath restraining the inferior aspect of the device. The second image depicts a deployed filter, tilted about 30 degrees, in the ivc. This likely represents the opened filter after the deployment catheter had been removed. The third image depicts an un-opened filter, positioned free in the ivc; along the right border of the device a portion of the delivery sheath is seen. The images support the allegation that a short distal segment of the delivery sheath separated from the body of the sheath. Two electronic photos were provided and reviewed. The first photo shows the detached portion of the sheath and the filter with blood residue. The second photo shows denali filter kit, the storage tube, multiple dilator, pusher wire and the detached segments of the sheath was seen. Received one introducer sheath in two segments and one deployed filter. During visual evaluation, a complete circumferential detachment was noted on the distal end of the introducer sheath. One filter was returned. The filter was received deployed. Filter limbs were present, and no legs were crossed was noted on the filter limbs. Therefore, based on the image review, photo review and return sample the reported detachment is confirmed as detachment of the sheath is seen in the customer provided photo and also in return sample detachment was noted on the sheath. The reported expansion issue is confirmed based on the image review as the device is un-opened, lying free in the right iliac vein. Also, the investigation is identified and conformed based on the image review for the malposition as the deployed filter, tilted about 30 degrees, in the ivc. A definitive root cause for the reported activation failure including expansion failures, detachment and malposition could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.